Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient in cardiac arrest (age & gender unknown), the device delayed discharging energy to the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device, multi-function cable and paddles were returned to zoll medical for evaluation. The device was put through extensive troubleshooting without duplicating the reported malfunction. The paddles and multifunction cable were investigated and determined to be capable of delivering therapy. Review of the clinical logs did indicate there was poor coupling between the paddles and the patient's skin which is why there was a delay to discharge. However, this does not indicate a malfunction with the device. The displayed user advisories related to discharging the device during the event are intended to instruct the end user to press the paddle shock buttons to discharge the energy. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Inadvertently reported the device's clinical logs were reviewed. Zoll medical corporation reviewed the device's activity log.